Event description:
It was reported that the device was in backup mode with no high voltage therapy available following a magnetic resonance imaging (MRI) scan. The cause of the event was due to not reprogramming the device to MRI mode prior to MRI exposure. Abbott technical support was contacted, and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.